Event description:
Philips received a complaint regarding a v60 device indicating error code 1109, ¿check vent: machine pressure sensor auto zero failed,¿ while the device was being used to create a treatment plan for respiratory assist. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During troubleshooting, it was determined that the review of the device history identified diagnostic codes 1109-check vent: machine pressure sensor auto zero failed and 110b-check vent: proximal pressure sensor auto zero failed. Philips remote technical support provided troubleshooting guidance and recommended possible replacement parts, including the data acquisition (da) printed circuit board assembly (pcba). The investigation is ongoing.